Event description:
The medical center reported that the arteriogram tray came single wrapped and they are supposed to be double wrapped for sterility sake. The tech called and told me that the tray was single wrapped and I told her not to use it. We don't want to take any changes because we may not see a small hole or tear. No pt was involved in this event. The problem was discovered as staff were preparing for a case.

Manufacturer narrative:
Deroyal: the reported device has been received for evaluation. The investigation into the root cause is in process.